Event description:
It was reported that on (B)(6) 2011, the patient presented to the hospital experiencing diaphragmatic stimulation. The lead exhibited high thresholds. The lead was programmed to lower outputs. On (B)(6) 2011, a chest x-ray revealed that the lead had dislodged and was in the superior vena cava. The lead was repositioned without any further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.